Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00079.

Event description:
The patient was undergoing a coil embolization procedure in the collateral vessels using packing coil lps, pod packing coils (pod pcs), and a lantern delivery microcatheter (lantern). During the procedure, the physician placed two lp coils in the target location with the lantern. When loading the subsequent coil, a packing coil lp, into the lantern, the physician experienced resistance, and the packing coil lp kinked. The packing coil lp was then removed. The physician continued with the procedure successfully using a new packing coil lp and the same lantern. However, the physician experienced resistance loading the subsequently pod packing coil and two packing coil lps. The pod packing coil and packing coil lps were then removed. At this point, the physician removed the lantern to visually inspect the lantern and observed a kink at the midshaft. Therefore, the lantern was not used for the remainder of the procedure. The procedure was completed using a new packing coil lp and non-penumbra microcatheters. There was no report of an adverse effect to the patient.